Event description:
The complainant reported the 75-year-old female patient was on impella cp support and they had access site bleeding after the patient was rolled over. Forward tension sutures were applied, angle matching was performed, manual pressure was applied, and blood products were given. One unit of packed red blood cells, two units of fresh frozen plasma, platelets and cryo were given to the patient. Patient was successfully weaned off the impella after 9 days of support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely patient movement, the patient was on impella cp support and they had access site bleeding after the patient was rolled over as per the clinical description provided.